Manufacturer narrative:
(B)(6). (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported that the surgeon needed to create a larger incision due to the intra-operative breakage of the device. Clarification from initial reports state that this larger incision was not in-fact a planned cut as part of the procedure. As such, the complaint was re-reviewed and re-assessed as an adverse event with a product problem.

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: a front cutter 03.607.513 with one broken off cutting lever at the hinge was received for investigation. The broken off portion is available and intact. The remaining lever on the cutter shows a broken off corner portion which is located opposite to the stop feature of the broken off lever. The cutting blades are visibly blunt. The area of the broken off corner portion is not subjected to any force impact while proper cutting process. Such damage can occur only during improper application of the instrument. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. This lot of (B)(4) pieces was manufactured in october 2014, all devices of this lot are sold and we are not aware of any other complaint for this article- and lot number. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The present damage and the blunt cutting blades indicate applied mechanical overload and improper use. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 09 october 2014, 03.607.513 lot. 9118566. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery the jaw of the front cutter was broken when the surgeon cut the twisted 1.5mm coli-wire. Then the surgeon opened a bigger wound to remove the cut off wire, but this was no adverse event. No further damage was reported. The surgery was prolonged about 2 mins. All broken off pieces were removed and the procedure was successfully completed. This complaint involves 1 part. This report is 1 of 1 for (B)(4).